Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event as follows: it was reported that patient underwent resection of the proximal extremity of the tibia due to chronic sepsis after an osteosynthesis on an unknown date. During the procedure, the surgeon was unable to remove locking screws from the screwdriver shaft which was twisted and impossible to use. All the screw heads needed to be milled with a drill tungsten. After an hour, the surgeon tried to remove the plate, but a tibia breakage occurred. An osteosynthesis with an unknown nail was done to make the fixed spacer and to treat the fracture. A change of the surgical indication was done: an articulated spacer was replaced by a fixed spacer. There was a surgical delay of two (2) hours reported. Patient is at home with an instrumented arthrodesis upgraded to a tibia nail. This report is for an unknown locking screw. This is report 2 of 3 for (B)(4).